Event description:
It was reported that during a vats right lobe procedure, firing across the lung, the doctor needed a final reload. The reload couldn't be reloaded for some reason. The case was finished with a different device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge pan dislodged. The analysis results found that one device was returned with no visual non-conformances and with two ecr45g reloads present. The cartridges were received fully fired and with the cartridge pan detached. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.